Event description:
It was reported that the patient presented in the clinic for a routine device check. It was noted that the pacemaker was in back-up vvi mode. Programming changes were made. The patient was stable.